Event description:
A malfunction alarm was reported on the customer's pump, indicated by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred after resetting. Consequently, it was determined that a replacement pump would be provided to the customer as the existing pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump.

Event description:
A malfunction alarm was reported on the customer's pump, indicated by the malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code recurred after resetting. Consequently, it was determined that a replacement pump would be provided to the customer as the existing pump was out of warranty, and the caller expressed interest in obtaining an out-of-warranty loaner pump. The customer will use multiple daily injections (mdi) as a backup.